Event description:
It was reported that the patient¿s 2012 pain stimulator did not work. The patient then changed her words to ¿it did not help.¿ it was noted to have hurt her stomach and it didn¿t help the problem. It made other parts of her body hurt more. The patient then got upset when asked about the removal of the device. Follow-up was performed to determine if any troubleshooting had been done, if a cause of the event had been determined, and if any intervention had taken place. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).